Manufacturer narrative:
Brainlab investigation showed that apparently the hospital did use a localizer-arc-combination that was not verified by brainlab as required. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
The following events have been reported to brainlab by the hospital: for cranial deep brain stimulation procedures for 4 different patients the trajectory, to be applied with a stereotactic arc, has been planned with the aid of the brainlab iplan stereotaxy software. In each of these 4 surgeries intraoperatively a shift of about 2-4 mm posteriorly has been detected. The surgeries have been continued without the information provided by the brainlab device. The hospital informed brainlab that each of these specific patients had an intercerebral hemorrhage due to this issue. At this point of time, further information regarding the clinical outcome or any long-term effects for these specific patients is not available to brainlab. Dates of surgeries: surgery 1 and 2: (B)(6) 2013, surgery 3 and 4: (B)(6) 2013.